Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission, non-sustained rv oversensing was observed on the device due to post-paced t-wave oversensing. Patient did not receive therapy during the oversensing. Some programming changes were made. Further programming changes were recommended. No further programming changes were made. No further information available.

Event description:
New information received: an asymptomatic patient presented remotely via merlin.net transmission, non-sustained rv oversensing due to post-paced, t-wave oversensing issue was observed on the device. Patient did not receive therapy. New programming changes were made. Patient will continue to be monitored.